Event description:
Case ID: (B)(4). Case status: open summary: 8015 error 121.2000 (npi). Case notes: problem description (B)(6) 2018 14:12:55 rthomas assisted james womble (B)(6) to isolate problem fault to the logic board for repair/replacement. Customer will call back if they experience continue error fault. Interaction record (B)(4).

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02806). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. No identified issues required escalation. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8015 error 121.2000 (npi). Case notes: problem description on (B)(6) 2018 14:12:55 (B)(6). Assisted (B)(6), to isolate problem fault to the logic board for repair/replacement. Customer will call back if they experience continue error fault. Interaction record (B)(4).

Manufacturer narrative:
Addition: updated adverse event codes (h6).